Event description:
Information received indicates the head up function is not working with the siderail buttons or manually.

Manufacturer narrative:
The technician found the head up valve was sticking. He replaced the head up valve to repair the bed.